Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing lead impedance and capture threshold resulting in a loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. A revision procedure is anticipated but not yet scheduled. No action has been performed and the patient was in stable condition.